Manufacturer narrative:
Medical device problem code a15 captures the reportable event of axios stent partially deployed. Impact code f08 captures the reportable event of patient prolonged hospitalization. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst with walled off necrosis during an endoscopic ultrasound (eus) with axios stent placement performed on (B)(6) 2022. During the procedure, the first flange of the axios stent was deployed correctly; however, when the second flange was attempted to be deployed, the handle became stuck and the stent deployment hub broke. The stent was partially deployed when it was removed from the patient. The physician switched to a gastroscope and an over-the-scope clip was used to close the puncture site. The patient was admitted for planned surgery. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on may 30, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst with walled off necrosis during an endoscopic ultrasound (eus) with axios stent placement performed on may 30, 2022. During the procedure, the first flange of the axios stent was deployed correctly; however, when the second flange was attempted to be deployed, the handle became stuck and the stent deployment hub broke. The stent was partially deployed when it was removed from the patient. The physician switched to a gastroscope and an over-the-scope clip was used to close the puncture site. The patient was admitted for planned surgery. There were no patient complications reported as a result of this event. Additional information received on june 21, 2022. On an unknown date, an open surgery drainage procedure was performed to resolve the pancreatic pseudocyst.

Manufacturer narrative:
Block b5 has been updated with additional information received on june 21, 2022. Block h6: medical device problem code a15 captures the reportable event of axios stent partially deployed. Impact code f08 captures the reportable event of patient prolonged hospitalization. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of axios stent partially deployed. Impact code f08 captures the reportable event of patient prolonged hospitalization. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. The stent was returned partially deployed. Visual inspection found the control hub was detached from the handle. A media inspection was performed of a photo provided by the customer and it was observed that the stent was partially deployed and the handle was broken. No other issues with the stent and delivery system were noted. Product and media analysis confirmed the reported events of stent partially deployed and handle break. It is most likely that procedural factors such as the characteristic of the lesion, handling of the device, the technique used by the user, and normal difficulties encountered during the procedure, limit the performance of the device and contributed to the handle being stuck and broken which resulted in stent partial deployment. Therefore, review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on may 30, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst with walled off necrosis during an endoscopic ultrasound (eus) with axios stent placement performed on (B)(6) 2022. During the procedure, the first flange of the axios stent was deployed correctly; however, when the second flange was attempted to be deployed, the handle became stuck and the stent deployment hub broke. The stent was partially deployed when it was removed from the patient. The physician switched to a gastroscope and an over-the-scope clip was used to close the puncture site. The patient was admitted for planned surgery. There were no patient complications reported as a result of this event. **additional information received on june 21, 2022** on an unknown date, an open surgery drainage procedure was performed to resolve the pancreatic pseudocyst.